Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure the laser kept "continuous sound" and there was beam emission failure. The laser fiber was exchanged, this did not resolve the issue. The laser power was increased from 110mw to 200mw to achieve the desired effect. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the core module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 13, 2015. Based on qa assessment, the product met specifications at the time of release. The system met specification. Therefore, the reported event cannot be determined conclusively. (B)(4).